Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During cath it was found that the left internal mammary artery (lima) was down. It was also noted that the pressors were increased as bleeding from the chest tubes increased. The patient continued to decompensate in spite of increasing pressors and fluid boluses. The operating room (or) was prepped for 5.5 insertion. The patient continued decompensating to mean arterial preassure (map) in 40's needing massive blood transfusions, decision to place on veno-arterial extracorporeal membrane oxygenation (va-ECMO) with impella cp device unloading.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.